Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400-500), and led to the customer getting into a car accident. Reportedly, there was no injury due to the car accident; however the customer was hospitalized due to diabetic ketoacidosis. Customer was treated through intravenous insulin and fluids, and released from the hospital on (B)(6) 2017. Reportedly, the treatment received while hospitalized resolved the reported issue, and there was no permanent damage to the customer.